Event description:
While investigating a (B)(6), female, pt's monitor for an unrelated issue, a reportable problem was discovered. Monitor sn (B)(4) was powering up intermittently. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device evaluation of monitor sn (B)(4) has been completed. Upon investigation, the monitor was powering up intermittently. The intermittent power up was caused by a fractured bga solder joint was discovered on microprocessor u104 on the monitor c/a board. The root cause of the fractured bga solder joint could not be positively identified but was likely excessive stress on the monitor c/a board. No adverse event resulted from the defective monitor. The pt received a replacement monitor.